Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. When the reported issue occurred, the customer informed philips and a rse evaluated the case, indicating the need for external paddles replacement. Additional details regarding when the issue occurred were unable to be obtained from the customer. No information was provided regarding the resolution of the reported issue. No device log file or patient event file was received for further analysis. Based on the available information, the cause of the incident involving the defibrillator is unknown due to insufficient information being provided. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The resolution of the reported issue and any subsequent medical interventions are not specified or provided in the given information; therefore, we are unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time, but if additional information is received, the complaint file will be reopened. H3 other text : a philips remote service engineer evaluated the case.

Event description:
It was reported there was a defect with the defibrillation paddles at bootup. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.